Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological and non-biological and no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes: air bubbles ×62. Fm in gel ×12. Defective marking ×17. Dirty cap x1. Spot in tube x1. Dirty tube x31.

Manufacturer narrative:
H6: investigation summary: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for air bubbles, fm in gel, defective marking, dirty cap, spot in tube and dirty tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological and non-biological and no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes: air bubbles ×62, fm in gel ×12, defective marking ×17, dirty cap x1, spot in tube x1, dirty tube x31.